Manufacturer narrative:
Device was initially received for the complaint that the pump had failed occlusion pressure test, 5.34; 3.40. During investigation, found the detached downstream occlusion sensor (dso) seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal is detached, uso seal is buckling, and battery door springs are bent and got replaced. The complaint could not be confirmed, and the device passed all testing criteria during performance verification testing.

Event description:
It was reported that the pump had failed occlusion pressure test, 5.34; 3.40. During investigation, found the detached downstream occlusion sensor (dso) seal. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.